Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be peeling from the bottom up to the ok button. On testing, all the keypad buttons demonstrated intermittent unresponsiveness. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were hard to press and required multiple presses to elicit a response. The reporter noted the keypad rubber peeled off the ok button, and the damaged and tactile changes occurred the same time. The patient reportedly wore the pump clipped to a pocket and did not clean it. There is no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.